Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 147 mg/dl and the sensor glucose was 49 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 49 mg/dl. Suspend on low limit in sensor settings was 55 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.